Event description:
It was reported that during a lap low anterior resection procedure, the device was fired and the surgeon visually checked the anastomosis and the staple line was leaking. The staples were formed correctly and the distal ring was intact. The proximal ring was thick but not a complete cut. The surgeon had to convert to an open procedure, and a colostomy was performed and they closed with suture. The patient had poor tissue, and felt that it could have contributed to the problem.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut, and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.